Manufacturer narrative:
A button error alarm due to moisture damage on keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 110 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.